Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure for the leadless implantable pulse generator (ipg), when testing thresholds there was major delays and when the device would pace nothing would happen and then there was a delay. It was also noted that there was a delay in telemetry. The ipg was implanted and remains in use. No patient complications have been reported as a result of this event. It was reported that when the mobile programmer was being used in a procedure major delays were observed during threshold testing. It was noted that when pacing was activated there was a delay before pacing occurred. It was further reported that there was a delay in telemetry. The user switched to a different model programmer to complete the procedure. The mobile programmer remains in use. No patient complications have been reported as a result of this event.